Event description:
It was reported that the cast cutter turned on by itself during a cast removal when the cord was moved. The procedure was completed with the same device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter has not yet been received at the manufacturer for testng. A product return was requested. An evaluation will be conducted upon receipt of the device if it becomes available. A follow-up report will be submitted if the results of the quality investigation require one.